Manufacturer narrative:
It is not possible to continue surgical treatment with this device as fibers were not recognized. These errors didn't replicate during service checks. Problem due to random errors that didn't repeat anymore. We are unaware about operator/patent injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient have been reported.